Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the surgeon pushed the green button and tried to fire, however the device did not react. Then pushed the upper toggle of the center control button, opened the jaws and removed the cartridge from the tissue. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.